Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the up, down and ok keypad buttons were under-responsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: the keypad was torn near the ok button; however, all buttons were responsive during investigation. The keypad cover was removed; there was no contamination found under the contacts. The pump was opened to inspect the keypad flex; the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found internally. The reported under responsive keypad buttons was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim, faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.